Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low yield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had a low yield. This occurred on (B)(4) occasions after use. The following information was provided by the initial reporter: material no. 362753, batch no. Unknown -it is reported customer is experiencing poor cell recovery when using cpt vacutainers. We are processing for pbmcs using the below protocol and we have had some issues with the tubes sometimes not layering well. If it happens it¿s usually only 1-2 tubes out of the 6 we collect, so should these tubes be re-centrifuged (and at what speed/duration) and why does this occur? How does this protocol look, are there any glaring issues? We have also had some variance with our viability.

Manufacturer narrative:
The following fields have been updated with corrections: medical device brand name: bd vacutainer® cpt¿ cell preparation tube with sodium citrate. Medical device catalog #: 362760. Medical device expiration date: 2019-12-31 . Medical device lot #: 8340765. Unique identifier (UDI) #: (B)(4). PMA/510(k)#: k911731.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had a low yield. This occurred on 2 occasions after use. The following information was provided by the initial reporter: material no. 362760, batch no. 8340765. It is reported customer is experiencing poor cell recovery when using cpt vacutainers. We are processing for pbmcs using the below protocol and we have had some issues with the tubes sometimes not layering well. If it happens it¿s usually only 1-2 tubes out of the 6 we collect, so should these tubes be re-centrifuged (and at what speed/duration) and why does this occur? How does this protocol look, are there any glaring issues? We have also had some variance with our viability.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had a low yield. This occurred on 2 occasions after use. The following information was provided by the initial reporter: material no. 362753, batch no. Unknown. It is reported customer is experiencing poor cell recovery when using cpt vacutainers. We are processing for pbmcs using the below protocol and we have had some issues with the tubes sometimes not layering well. If it happens it¿s usually only 1-2 tubes out of the 6 we collect, so should these tubes be re-centrifuged (and at what speed/duration) and why does this occur? How does this protocol look, are there any glaring issues? We have also had some variance with our viability.